Event description:
Daughter reported the customer received a blood glucose result of 149 mg/dl on the aviva system at 1:13 p.m. He was lethargic and not feeling well, and she delivered 18.0 units of novolog insulin at 1:15 p.m. As normal. He began to experience hypoglycemic symptoms and was sleepy, weak, and unable to stand. Daughter called ambulance, and he was transported to hospital and arrived at 2:30 p.m. Hospital tested his blood glucose at 5:30 p.m. And received a result of 40 mg/dl. No readings were taken prior to this. He was not capable of self-treatment and was given orange juice and a sandwich. He was not admitted to the hospital. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.